Manufacturer narrative:
The insulin pump received with no esc button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 228 mg/dl. The customer stated that she was able to stop the beeping but the device still showed button error. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.